Manufacturer narrative:
According to the physician, the issue is more related to the actual surgery and not the device.

Event description:
It was reported that an additional surgery was performed on the patient for flexion and extension contracture 6 months after total knee arthroplasty. Patient was 6 months post-op admitted to hospital again for manipulation under anesthesia.